Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a low system impedance measurement post implant, of 25 ohms. Technical services (ts) discussed reasons for the low impedance, along with troubleshooting options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported.